Manufacturer narrative:
Reportable malfunction with inoflo ds (B)(4) was created as complaint-(B)(4). Injector module receptacle 90164 was damaged. It was recommended to the distributor that the faulty device be returned to mallinckrodt for evaluation. The root cause for this report is a recessed pin on injector module receptacle. A photo privided by the distributor indicated that the injector module cable could not be connected due to this malfunction. This condition will be tracked and trended under the company's quality system. This case did not result in an adverse event /serious adverse event, however, it is being submitted to regulatory authorities because a similar failure occurred in the past which resulted in a serious adverse event (MDR 3004531588-2017-00053).

Event description:
On (B)(4) 2017, mallinckrodt pharmaceuticals was notified of a damaged injector module (im) receptacle for inoflow ds (B)(4). There was no impact or harm to the patient reported. This match was found during incoming product inspection at a distributor site in (B)(4). This is being reported as it is considered a reportable malfunction.